Event description:
On (B)(6) 2012, the pt was treated for an abdominal aortic aneurysm with a gore excluder aaa on (B)(6) 2012, the pt was treated for an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis featuring c3 delivery system. The proximal neck angle was 70 degrees and was calcified. At the end of the procedure, imaging revealed a lack of seal at the proximal end created a type I endoleak. On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis aortic extender component. A chimney technique was used to maintain flow to the renals. The proximal type I endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.